Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to values greater than 140 ohms. The 28-day low-voltage shock impedance is slightly below 140 ohms. Technical services (ts) was consulted and advised close monitoring for any future development. No programming changes were recommended, and no adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to values greater than 140 ohms. The 28-day low-voltage shock impedance is slightly below 140 ohms. Technical services (ts) was consulted and advised close monitoring for any future development. No programming changes were recommended, and no adverse patient effects were reported. This lead remains in service. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Manufacturer narrative:
Please note: the rv lead model/serial number has not yet been provided. Therefore, a complete unique device identifier (UDI) is not available at this time.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasing shock impedance of greater than 140 ohms. Technical services (ts) was consulted for further review and recommendations. At this time, the model/serial number of the lead has not been provided. No adverse patient effects were reported. This lead remains in service.